Manufacturer narrative:
A lot history record review was completed for lots 25112767, 25113276 and 25113505 the last three lots shipped to the account a year prior to the event date. There was no nonconformance recorded in the lot history which would be considered related to the reported event. Internal complaint number trackwise # (B)(4). Autonumber (B)(4).

Event description:
The customer expressed a general dissatisfaction, it does not seem to be sealing properly and they have had more bleeding.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).